Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to partial insertion of the electrode array into the cochlea during the initial surgery. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 15, 2024.